Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent, ongoing high blood glucose (bg) levels (500-600 mg/dl) with mild levels of ketones. To address the high bg, the customer changed out the infusion set sites and had been working with a healthcare provider; however, very little changed was observed. The cause of the high bg was not known. As the customer was not experiencing a high bg at the time of the report, tandem customer technical support (cts) advised the customer to consult with the healthcare provider and to contact cts when a high bg was occurring.